Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. It was noted that the product was implanted for approximately sixteen prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed as this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of poly wear of the insert.